Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed st. Jude toronto surgical valve. The failure mechanism of the st. Jude valve was aortic insufficiency and paravalvular leak. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).